Manufacturer narrative:
The investigation has determined that higher and lower than expected vitros tsh results were obtained from a non-vitros quality control fluid and two different patient samples tested on vitros eciq immunodiagnostic system. A definitive assignable cause for the higher than expected non-vitros level 1 qc results obtained could not be determined. The level 1 qc results for the 2 week timeframe reviewed are reproducible indicating a consistent bias. The customer has made no concerns regarding overall tsh patient accuracy. This would rule out an issue with the tsh calibration in use. Additionally, level 2 and level 3 controls are performing acceptably at the customer site and all three levels of vitros ttc lot 640 were within acceptable ranges on the day they were processed. It is possible that the mean value and ranges for the non-vitros level 1 are not correct or appropriate for use with the vitros tsh reagent. There is no indication of an instrument malfunction; however, the customer did not perform a within run precision test and issues with reagent metering were identified. Therefore, an instrument issue cannot be ruled out as a potential contributing factor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor for the lower than expected patient sample results. It was not established if the customer was not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, analyzer to analyzer differences and an unknown sample related issue are potential contributing factors to the lower than expected patient results.

Event description:
A customer obtained higher and lower than expected tsh results when testing non-vitros quality control fluids and two different patient samples in combination with a vitros eci q immunodiagnostic system. The following results breached vitros tsh potential health and safety criteria: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The patient sample results were generated as part of an investigational correlation study and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of these events. This report is number two of five MDR's for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).